Event description:
The products caused an error code #5 that could not be resolved in spite of trying to fix per instructions. Devices are reprocessed. No patient injury. This happened with two products - ace scalpel and coagulating shears.